Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history showed that the usb cable was connecting and disconnecting while the battery was being charged. Reportedly, the customer changed out the usb cable. There was no reported impact to blood glucose.